Manufacturer narrative:
The investigation was limited to review of the information recieved and a review of the device history record, as the product was not returned. At the time of surgery, the femoral stem was found to be weel fixed, and was not revised. The ball was impacted onto the existing stem (which is a contraindication). Review of the device history records showed no problems. The investigation was unable to identify any design, material or manufacturing problem which would have contributed to the reported problem.

Event description:
Complainant claims the zirconia ball broke.